Event description:
Reporter alleged the needle from the multiclix lancet drum was exposed out of the box. Customer reported an accidental stick on the exposed lancet but no medical treatment was required. A request was made for the return of the suspect device but customer no longer has the device. Replacement product was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Customer no longer has suspect device so she is unable to return it to manufacturer. Will not be returned to manufacturer.